Event description:
The customer reported that she had been having high blood glucose. Customer stated blood glucose was 388 mg/dl. Customer stated that she was delivering her bolus and insulin pump alarmed no delivery and bolus stopped. Customer stated she disconnected and rewind the insulin pump and ran 13.9 units of insulin through and she saw drops. Customer called back due she woke with high blood glucose and wanted insulin pump replacement. Troubleshooting was done for high blood glucose. Customer's blood glucose was 274 mg/dl. Customer treated with insulin pump. It was found in the alarm history that the insulin pump alarmed low reservoir, low batteries and there was also threshold suspend. Customer does not have the tubing clamps to test high pressure. Advised the patient to change the entire set, reservoir and insulin and treat per healthcare provider instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).